Event description:
A malfunction alert with code malf 24 was reported, but no significant events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.